Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and found a device alert alarm during power-up and a diagnostic code. One breath delivery xena ii pcb (bd xena ii pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The bd pcb was attached to the failure investigation (f.I) test ventilator and it failed the power on self test (post), generating a graphical user interface (gui) inoperative condition. The fault was isolated to component reference designator, vr2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a device alert alarm loss of gui (graphical user interface) communications. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.